Event description:
On (B)(6) 2013, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with three gore® excluder® aaa endoprosthesis featuring c3® delivery system. The patient tolerated the procedure. On (B)(6) 2018, follow up imaging determined a proximal type I endoleak due to disease progression of the proximal aorta and a lack of circumferential apposition of the most proximal device; a gore® excluder® aortic extender component. Enlargement of the aneurysm was also reported however the amount is unknown as the diameter at the time of initial implant is unknown. The diameter at follow up imaging was reported to be 5 cm. The patient is being monitored by the physician and no reintervention is planned at this time.

Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.